Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g6, h2, h3, h6, h11. Corrected fields: a2, b6, b7, d4, the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit disconnected a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.